Event description:
Device malfunction: balloon rupture. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that during dilatation in the mildly calcified femoral artery, the fox plus balloon ruptured at 6 atmospheres during the first inflation. The balloon was removed from the anatomy and dilatation was completed successfully using a non-abbott balloon. Reportedly, there was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
The device is not available for evaluation. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.